Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the common illac artery a balloon rupture occurred. There was moderate calcification and vessel tortuosity with 80% rate of stenosis seen. There were no anomalies noted during product inspection or when prepping device. Balloon was inflated with indeflator at 6 atm, when it ruptured. There was no balloon leakage observed. There was no separation of any balloon part to vessel dissection reported. The balloon could easily be deflatd and be retrieved through sheath introducer without difficulties. There was no adverse consequences to the patient. Product will not be returned. Additional information will be sent within 30 days upon receipt.